Event description:
The rep reported the device was used during a diagnostic laparoscopy. It was reported that tenting occurred briefly with the 355sd. Shortly after the blade came through the peritoneum quickly and perforated the small bowel through both sides. The surgeon sutured the defects endoscopically then proceeded to finish the diagnostic laparoscopy.